Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed noise on the rate/sense channel which was recreated when the device was programmed to 'most' sensitivity and the patient was bearing down. The lead measurements were normal and stable. There was no noise on the shock or atrial channel. The patient is pacemaker dependant, and pacing was inhibited. The physician was questioning if this was the issue seen with the recent recall. Additional information was received stating the device was explanted as part of the recall on this model.